Manufacturer narrative:
The customer complaint of a tubing leak could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the tubing leaked tpn 90 minutes after changing the IV lines. There was no report of patient harm.